Manufacturer narrative:
D1: brand name corrected. D4: serial corrected.

Event description:
A 77-year-old male patient was transferred to the hospital with acute myocardial infarction cardiogenic shock under cardiopulmonary resuscitation and ventilation. He had a known history of coronary artery disease and renal insufficiency. He had a lactate of 3.9 mmol/l with a mean atrial pressure of 68 mmhg (under catecholamines and respiratory support), so, society for cardiovascular angiography and interventions shock stage d. Impella cp was placed with ultrasound-guided micro-puncture via the left femoral artery after the percutaneous coronary intervention of the left anterior descending, circumflex and right coronary artery. On the intensive care unit, lower impella cp flows as expected were observed most likely due to a mean arterial pressure of greater than 100mmhg with a systemic vascular resistance of 2400 dynes/second/cm^5. Nitrogen was administered. 40 minutes later the patient suffered a cardiac arrest, cardiopulmonary resuscitation for 30 minutes did not succeed in return of spontaneous circulation. His wife elected to withdraw care. The patient¿s fast decline and eventual death were consistent with the severity of underlying cardiogenic shock ¿ he was already admitted under cardiopulmonary resuscitation - and rather not device-related. Cardiac arrest and death were conservatively coded to the impella cp while most likely to be caused by the underlying disease of systemically ill patient.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.